Event description:
Pt had novasure ablation on (B)(6) and approx a week later the pt presented to (B)(6) for acute abdominal pain. Findings at the time of laparoscopy and eventual laparotomy were a uterine perforation and bowel perforation at the terminal ileum. She underwent a small bowel resection. Novasure is supposed to be flawless and will not engage if a closed vacuum is not created/maintained throughout the burn. Surgeon documented a 98 sec burn, which was a normal average complete burn cycle. This device may have failed for this pt on 1 surgical occasion. No other devices were involved. Reason for use: endometrial ablation.